Event description:
It was reported that during a laparoscopic oophorectomy procedure, instrument worked for most of the case then instrument error code 5 appeared. Nurse re-booted the generator, re-torqued the shears but no luck. Opened another disposable instrument to complete the procedure successfully. However, when the faulty instrument was being cleaned after the case to return to me, the active blade snapped off in her hand. This is taped to the shaft of the shears for your investigation. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary - the analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.